Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for unknown indications for use. It was reported that they use their handset 'several times every day, ' and 'late last night, ' they noticed it was taking a long time to connect to their pump. The patient stated that their bolus will go through, but 'it seems to malfunction at times' and the patient had difficulties describing the issue they were having. While on the call, the patient was able to successfully connect to the pump and confirmed they had four boluses left prior to requesting a bolus on the call. The patient timed it on the call and the time from pressing 'deliver bolus' to 'bolus started' took about four minutes. However, connecting for a bolus was taking 'extremely long compared to when it used to,' and stated they have had the handset replaced in (B)(6) 2024. The percentage paused at 90 percent for retrieving pump settings and stated that it was slow to connect between 90 percent and 100 percent. The agent reviewed considerations and recommended closing the application when not in use. Additional information was received from a consumer (con) stated that they were still having issues connecting to personal therapy manager (ptm). The agent had patient try to connect and initially saw no device found but then was able to connect after pausing at 90 percent and was able to deliver bolus. The agent reviewed telemetry considerations and toggled airplane mode on and off and restarted handset. Patient also mentioned receiving error codes but could not remember what they were and did not receive any while on call.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.